Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately calcified vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres at 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.